Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrode) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation the electrode belt had its trunk cable pulled short opening the rear pulse wire in the distribution node. The cause of the test failure is the open pulse wire. The root cause of the open pulse wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported the belt had non-functional therapy electrodes.